Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received a "try another sensor" message on the same day she applied an adc freestyle libre sensor. Customer experienced shakiness, confusion, and was unstable on her feet and due to being unable to test, her husband treated her with "juice and food". No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Caller reported the customer received a "try another sensor" message on the same day she applied an adc freestyle libre sensor. Customer experienced shakiness, confusion, and was unstable on her feet and due to being unable to test, her husband treated her with "juice and food". No further treatment was provided. There was no report of death or permanent injury associated with this event.